Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient complained about 5 infusion set fell off. The infusion set was in use for less than 3 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1918605 -MDR 3003442380-2024-15744 device 4 of 5.